Event description:
On 1/22/99, datascope rec'd the mandatory medwatch form from the user facility and the following info was reported: the "blood at catheter tip" alarm sounded from the pump. No blood was noted and the pump was turned off. The pump was restarted and upon refilling after an attempt to start pumping, the "gas loss leak" alarm sounded from the pump. Then, blood was noted in the tubing and the balloon was removed. Post removal, the pt developed respiratory distress and required intubation and ventilatory support. A second iab was inserted and pumping was restarted. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: respiratory distress - reported 1/22/99.) (Pt's current status: unk - reported 1/22/99).